Event description:
It was reported that an edwards valve was explanted. Implant duration and reason for explant are unknown.

Manufacturer narrative:
Device evaluation summary:per returned device evaluation, the valve lacks a crimp in the wireform, indicating that this valve is not an edwards' device.additional manufacturer narrative:no additional investigation/evaluation will be performed since the returned valve is not an edwards' device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: product return and operative report requested however, no information has been received.